Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
The subject device was returned and evaluated. A review of the event history log confirmed the error had occurred. The error was duplicated through testing. During visual inspection, worn clutch halves were identified. The clutch halves were replaced. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.